Event description:
It was reported that during an unknown procedure, the instrument closed, fired and would not open. The device was cut free and the case was completed with another like device. There was no patient consequence.